Manufacturer narrative:
Device evaluation: three samples and three photos were received for investigation. Visual inspection was performed and no damage, kinks, bad assemblies, or deformations that could cause the failure mode reported. Accuracy test performed and the samples could be connected without problem. Sample passed the test for average delivery. By samples the test failure mode could not be replicate, delivery accuracy rates are under specification. Complaint is not confirmed.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that, when using cassettes with pump, an under delivery issue was noted. During a visit of the sales representative, it was noted that the pump had no issue when tested with other pumps. No patient injury reported.

Manufacturer narrative:
G2 email address: (B)(4). H10: a device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.